Event description:
Paramedics used the device for routine ECG monitoring of a person complaining of dizziness. The monitor allegedly displayed excessive artifact and the pt's ECG could not be discerned. The operator changed the pt monitoring cable with no improvement to the displayed ECG. There were no adverse affects to the pt reported as a result of the alleged malfunction.